Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a paraesophageal hiatus hernia repair, the suture came off device. Suture would not load for 2nd and 3rd device. No patient injury or ill-effects. No medical intervention required. Patient current status reported as recovered.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post marketing vigilance (pmv) received three devices. No needle was returned with the instrument. Witness marks on the bevel wall were observed for all three instruments. No sheering on the toggle switches was observed for either instrument. The instrument was loaded with a needle from the pmv inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned sample confirmed the product met quality release specifications. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture the most probable root cause is improper orientation of the needle in the reload. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.